Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored an episode where two bursts of anti-tachycardia pacing (atp) and six 41j shocks were inappropriately delivered due to atrial fibrillation (af) with rapid ventricular response (rvr), and therapy was exhausted. Therapy was withheld for approximately four minutes before there was a change in morphology. It was noted that the delivered shock impedance was 54-55 ohms. It was noted that the patient had very fast rvr which were automatically uncorrelated, and rate control was recommended. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.